Manufacturer narrative:
.

Event description:
The customer reported the ventilator alarmed vent inop due to a machine and proximal pressure sensor failure. Failure of proximal and machine pressure sensors may affect the accuracy of the system pressure during use in normal ventilation operation. The vent inop indicator signals the operator that the ventilator is not capable of supporting ventilation and requires service. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported the ventilator alarmed vent inop due to a machine and proximal pressure sensor failure. Failure of proximal and machine pressure sensors may affect the accuracy of the system pressure during use in normal ventilation operation. The vent inop indicator signals the operator that the ventilator is not capable of supporting ventilation and requires service. There was no patient involvement.